Event description:
The black plastic handle of this device cracked and broke over time. This event did not occur during a surgical procedure.

Manufacturer narrative:
The result of the evaluation performed suggest the event was attributed to user misuse & not directly related to the quality of the device.